Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps (mbf) instrument had thermal damage. The customer used a backup mbf instrument to continue with the planned procedure. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the mbf instrument did not collide with an energy instrument during the procedure. There was no arcing observed during the procedure. The surgeon was peeling mesentery when the issue occurred. Another bipolar instrument was in use.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. The instrument was placed and driven on an in-house system and delivered energy on three out of three attempts. No arcing was noted.